Event description:
Affiliate reports that the pressure of the valve is blocked at 90mm h20 and cannot be reprogrammed which resulted in an explant. The valve has been implanted together with an anti-gravitational device.